Event description:
It has been reported that the device emitting the triple chirp alarm and "device not ready for use" error message when retrieved for a patient use event. The patient did not survive.

Manufacturer narrative:
Updated device problem code and description of event.

Manufacturer narrative:
Updated date of event.

Event description:
It has been reported that the device did not power on when retrieved for a patient use event. The patient did not survive.